Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 56 cfu/20ml total of colony forming units (cfus) for an unspecified germ in the biopsy channel and 42 cfu/20ml in the air/water channel. A subsequent test was performed and tested positive for 26 cfu/20ml for an unspecified germ in the biopsy channel, 24 cfu/20 ml for an unspecified germ in the air/water channel, and 21 cfu/20ml for an unspecified germ in the aquajet channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d9, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the user facility used the device on patients before culture results after sampling, which led to the event. It can be considered that the user facility understanding differed from olympus recommendation in handling of device. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: september 17th, 2024. Sampling from: auxiliary water channel. Cfu: 1cfu/ml (37¿). Bacterial identification: bacillus species. On october 7th, 2024, the device was returned to olympus for inspection. On october 10th, 2024, the hmi test result was negative. A residual whitish foreign material was found inside the air/water cylinder, the air/water tube and the jet tube. The event can be detected/prevented by following the instructions for use which state: - labeling: IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.